Event description:
It was reported that the pt had a subcutaneous pocket revision to "tighten" the pocket. The pt's stimulation was positional, post-operatively. The pt was reprogrammed and adequate stimulation coverage was provided. It was reported that the pt was subsequently seen by the manufacturer representative and "all went well." The pt's recharger plug broke and a replacement was sent from the manufacturer. "All was well" following this issue.

Manufacturer narrative:
(B)(4).